Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04979. It was reported the patient fell and lost effective therapy. X-rays showed a possible lead fracture. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all devices are being reported.